Event description:
This device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2012. Patient placed a call to technical services on (B)(6) 2012 and stated that his device had a battery that malfunctioned. Patient also states that he had a medtronic lead that malfunctioned. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).